Event description:
It was reported that electrogram (egm) review revealed noise on the left ventricular (lv) lead channel that looked like atrial fibrillation (af). Upon evaluation in clinic, it was determined that this was t-wave oversensing, which began a month after implant. Technical services (ts) discussed troubleshooting/programming options and recommended chest x-rays to confirm lv lead location. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.